Event description:
During maintenance to the nurse call system the master stations had been taken down. At this time a code blue event occurred. Customer alleges that nothing happened and code team had to be contacted through an alternate method.